Manufacturer narrative:
Sanofi company comment dated 04-jun-2024: this case involves a 41 years old female patient who was having difficulty walking and was now using a cane and a walker, difficulty flexing her leg all the way, a puncture of 20ml of liquid, her knee is heated, her knee is red, swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst and pain started when the weekend started; it started being very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Role of underlying osteoarthritis could not be ruled out as well. Further information including injection technique, post injection routine, relevant concomitant medications, family history and preexisting/concurrent risk factors would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received

Event description:
Was having difficulty walking and is now using a cane and a walker [walking difficulty] a puncture of 20ml of liquid [injection site joint effusion] ([arthrocentesis]) difficulty flexing her leg all the way [joint range of motion decreased] her knee is red [injection site joint redness] swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst [injection site joint swelling] pain started when the weekend started; it started being very painful [injection site joint pain] her knee is heated [infusion site joint warmth] case narrative: initial information received on 28-may-2024 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(6) (multiple devices suspect for same patient) and (B)(6) [cluster] this case involves a 41 years old female patient who was having difficulty walking and was now using a cane and a walker, difficulty flexing her leg all the way, a puncture of 20ml of liquid, her knee is heated, her knee is red, swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst and pain started when the weekend started; it started being very painful while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past vaccination(s), concomitant disease/condition, risk factors and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular route for osteoarthritis. On (B)(6) 2024, after latency of 4 days, when the weekend started, the swelling (injection site joint swelling) and pain (injection site joint pain) started, and it started being very painful on the (B)(6) 2024. By the (B)(6) 2024, after latency of 7 days, she was having difficulty walking (gait disturbance) and was now using a cane and a walker. On an unknown date in (B)(6) 2024 (latency: unknown) she has stopped working since last week since her knee was swollen, red (injection site joint erythema), heated (infusion site joint warmth), painful (which diminished but was still present) and she was having difficulty flexing her leg all the way (joint range of motion decreased) on an unknown date in (B)(6) 2024, after latency of few days, she has stopped working since last week, since her knee was swollen (injection site joint swelling), red (injection site joint erythema), heated (infusion site joint warmth), painful (injection site joint pain) (which diminished but was still present) and she was having difficulty flexing her leg all the way (joint range of motion decreased). On an unknown date in (B)(6) 2024, after latency of few days, the patient had a puncture of 20ml of liquid (injection site joint effusion) (aspiration joint) but some was left as another syringe was required to be used and patient did not want to continue. She saw her doctor on the (B)(6) 2024 and was waiting for blood test results as well as another puncture of liquid. She was worried being both the hcp (health care professional) and the hospital said that there were others (2-3 patients) to whom this happened to recently as well. She said that this was the third time getting the injection and that she usually did not have problems. In the past, she had some swelling but not more than that. She mentioned her knee looked like a big balloon about to burst (injection site joint swelling) (unknown batch number and expiry date for all events). Information on batch number and expiry date corresponding to the one at time of events occurrence was requested action taken was not applicable for all events corrective treatment: aspiration for event injection site joint effusion and using a cane and a walker for event gait disturbance and not reported for rest events at time of reporting, the outcome recovering for injection site joint pain;not recovered for rest events seriousness criteria: disability for event gait disturbance and intervention required for event injection site joint effusion

Manufacturer narrative:
Sanofi company comment for follow up dated 28-may-2024: this case involves a 41 years old female patient who was having difficulty walking and is now using a cane and a walker, a puncture of 20ml of liquid, difficulty flexing her leg all the way/difficulty bending it, there were spots on my leg, on my thigh and on the side of my knee, her knee is red/reddening of the skin, inflammation had gone on and on (left knee), swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen, pain started when the weekend started; it started being very painful and her knee is heated/it was hot while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, role of underlying osteoarthritis could not be ruled out as well. Further information including injection technique, post injection routine, relevant concomitant medications, family history and preexisting/concurrent risk factors would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Was having difficulty walking and is now using a cane and a walker [walking difficulty]. A puncture of 20ml of liquid [injection site joint effusion] ([arthrocentesis]). Difficulty flexing her leg all the way/difficulty bending it [joint range of motion decreased]. There were spots on my leg, on my thigh and on the side of my knee [spot-like rash]. Her knee is red/reddening of the skin [injection site joint redness]. Inflammation had gone on and on (left knee) [injection site joint inflammation]. Swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen [injection site joint swelling]. Pain started when the weekend started; it started being very painful/it started to hurt [injection site joint pain] . Her knee is heated/it was hot [infusion site joint warmth]. Case narrative: initial information was received on 28-may-2024 regarding an unsolicited valid serious case from a patient. This case is linked to case (B)(4) (multiple devices suspect for same patient) and (B)(4) (cluster). This case involves a 41 years old female patient who was having difficulty walking and is now using a cane and a walker, a puncture of 20ml of liquid, difficulty flexing her leg all the way/difficulty bending it, there were spots on my leg, on my thigh and on the side of my knee, her knee is red/reddening of the skin, inflammation had gone on and on (left knee), swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen, pain started when the weekend started; it started being very painful/it started to hurt and her knee is heated/it was hot while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past vaccination(s), concomitant disease/condition, risk factors and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular route for osteoarthritis. This was her third time using the product. Reportedly, the patient had complications following the injection and also heard of other patients who had swelling and extreme pain. On (B)(6) 2024, after latency of 4 days, when the weekend started, the swelling (injection site joint swelling) and pain (injection site joint pain) started, and it started being very painful on the (B)(6) 2024. On the following tuesday ((B)(6) 2024), after latency of 7 days, the patient had a reddening of the skin (injection site joint erythema), then it started to hurt (injection site joint pain), and there were spots on her leg, on her thigh and on the side of her knee (rash macular). By the (B)(6) 2024, after latency of 7 days, she was having difficulty walking (gait disturbance) and was now using a cane and a walker. On an unknown date in (B)(6) 2024, after latency of few days, the inflammation had gone on and on (injection site joint inflammation) and she had stopped working since last week, since her knee was swollen (injection site joint swelling), red (injection site joint erythema), heated (infusion site joint warmth), painful (injection site joint pain) (which diminished but was still present) and she was having difficulty flexing her leg all the way (joint range of motion decreased). On (B)(6) 2024 (the following wednesday), patient went back to see the orthopedist, who gave her an injection, so a week and a day after, he decided to put on a splint, and apply cold, for 20 minutes every 4 hours. After that, he said that patient (she) should go to the ER (emergency room) if she had a real fever or something, or else go to the clinic. If the inflammation then continued or increased, to return to the hospital's orthopedic clinic, which she did on friday of last week ((B)(6) 2024). They did a puncture of 20ml of liquid (injection site joint effusion) (aspiration joint) to check her fluid to see if everything was ok, and if there were any bacteria, but some fluid was left as another syringe was required to be used and patient did not want to continue. They also took a blood sample to make sure it wasn't bacterial. She was waiting for blood test results as well as another puncture of liquid. So far, it did not seem to be bacterial. Patient did not have the final results, but the first ones were out; there was really no bacteria at the moment, but it was not finalized yet. She was worried being both the hcp (health care professional, who gave him injection and when patient saw him on (B)(6) 2024), and the nurse at the hospital said that she was not the first patient to whom this had happened recently, there were others (2-3 patients) to whom this happened recently as well. She said that this was the third time getting the injection and that she usually did not have problems. In the past, she had some swelling but not more than that. The patient was worried that if she had stumbled on a bad batch. She was going to see her doctor again, and if there was no bacteria present, then he was going to do another puncture, and he was going to empty the knee a little because it was very, very, very swollen (injection site joint swelling) and it was hot (infusion site joint warmth). She had difficulty bending it (joint range of motion decreased). She mentioned that her knee looked like a big balloon about to burst (injection site joint swelling) (unknown batch number and expiry date for all events). She needed a cane or walker to get around. This was her life now. She was off work at the moment. Next friday ((B)(6) 2024), the doctor would drain off some more liquid, but if that will be affecting the injection. She imagined doctor would be drawing liquid from it. Normally, one injection was enough to last 11 months. Patient would be meeting the microbiologist on (B)(6) 2024. Information on batch number and expiry date corresponding to the one at time of events occurrence was requested. Action taken was not applicable for all the events. Corrective treatment: aspiration for event injection site joint effusion; using a cane and a walker for event gait disturbance; decided to put on a splint, and apply cold, for 20 minutes every 4 hours for infusion site joint warmth, injection site joint pain, injection site joint swelling, injection site joint inflammation, injection site joint erythema and joint range of motion decreased, not reported for rash macular. At time of reporting, the outcome not recovered for all the events. Seriousness criteria: disability for event gait disturbance and intervention required for event injection site joint effusion. Additional information was received on 28-may-2024 from a patient: as reported term was updated to difficulty flexing her leg all the way/difficulty bending it; her knee is red/reddening of the skin; swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen; pain started when the weekend started; it started being very painful/it started to hurt; and her knee is heated/it was hot. Event were added-there were spots on my leg, on my thigh and on the side of my knee; and inflammation had gone on and on (left knee). Clinical course was updated. Text was amended accordingly.

Event description:
Was having difficulty walking and is now using a cane and a walker [walking difficulty] a puncture of 20ml of liquid [injection site joint effusion] ([arthrocentesis]) difficulty flexing her leg all the way/difficulty bending it [joint range of motion decreased] there were spots on my leg, on my thigh and on the side of my knee [spot-like rash] her knee is red/reddening of the skin [injection site joint redness] inflammation had gone on and on (left knee) [injection site joint inflammation] swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen [injection site joint swelling] pain started when the weekend started; it started being very painful/it started to hurt [injection site joint pain] her knee is heated/it was hot [infusion site joint warmth] case narrative: initial information was received on (B)(6) 2024 regarding an unsolicited valid serious case from a patient. This case is linked to case (B)(4) (multiple devices suspect for same patient) and (B)(4) (cluster). This case involves a 41 years old female patient who was having difficulty walking and is now using a cane and a walker, a puncture of 20ml of liquid, difficulty flexing her leg all the way/difficulty bending it, there were spots on my leg, on my thigh and on the side of my knee, her knee is red/reddening of the skin, inflammation had gone on and on (left knee), swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen, pain started when the weekend started; it started being very painful/it started to hurt and her knee is heated/it was hot while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s), concomitant disease, risk factors and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular route for osteoarthritis. This was her third time using the product. Reportedly, the patient had complications following the injection and also heard of other patients who had swelling and extreme pain. On (B)(6) 2024, after latency of 4 days, when the weekend started, the swelling (injection site joint swelling) and pain (injection site joint pain) started, and it started being very painful on the (B)(6) 2024. On the following tuesday ((B)(6) 2024), after latency of 7 days, the patient had a reddening of the skin (injection site joint erythema), then it started to hurt (injection site joint pain), and there were spots on her leg, on her thigh and on the side of her knee (rash macular). By the (B)(6) 2024, after latency of 7 days, she was having difficulty walking (gait disturbance) and was now using a cane and a walker. On an unknown date in (B)(6) 2024, after latency of few days, the inflammation had gone on and on (injection site joint inflammation) and she had stopped working since last week, since her knee was swollen (injection site joint swelling), red (injection site joint erythema), heated (infusion site joint warmth), painful (injection site joint pain) (which diminished but was still present) and she was having difficulty flexing her leg all the way (joint range of motion decreased). On (B)(6) 2024 (the following wednesday), patient went back to see the orthopedist, who gave her an injection, so a week and a day after, he decided to put on a splint, and apply cold, for 20 minutes every 4 hours. After that, he said that patient (she) should go to the ER (emergency room) if she had a real fever or something, or else go to the clinic. If the inflammation then continued or increased, to return to the hospital's orthopedic clinic, which she did on friday of last week ((B)(6) 2024). They did a puncture of 20ml of liquid (injection site joint effusion) (aspiration joint) to check her fluid to see if everything was ok, and if there were any bacteria, but some fluid was left as another syringe was required to be used and patient did not want to continue. They also took a blood sample to make sure it wasn't bacterial. She was waiting for blood test results as well as another puncture of liquid. So far, it did not seem to be bacterial. Patient did not have the final results, but the first ones were out; there was really no bacteria at the moment, but it was not finalized yet. She was worried being both the hcp (health care professional, who gave him injection and when patient saw him on (B)(6) 2024), and the nurse at the hospital said that she was not the first patient to whom this had happened recently, there were others (2-3 patients) to whom this happened recently as well. She said that this was the third time getting the injection and that she usually did not have problems. In the past, she had some swelling but not more than that. The patient was worried that if she had stumbled on a bad batch. She was going to see her doctor again, and if there was no bacteria present, then he was going to do another puncture, and he was going to empty the knee a little because it was very, very, very swollen (injection site joint swelling) and it was hot (infusion site joint warmth). She had difficulty bending it (joint range of motion decreased). She mentioned that her knee looked like a big balloon about to burst (injection site joint swelling) (unknown batch number and expiry date for all events). She needed a cane or walker to get around. This was her life now. She was off work at the moment. Next friday ((B)(6) 2024), the doctor would drain off some more liquid, but if that will be affecting the injection. She imagined doctor would be drawing liquid from it. Normally, one injection was enough to last 11 months. Patient would be meeting the microbiologist on (B)(6) 2024. Information on batch number and expiry date corresponding to the one at time of events occurrence was requested. Action taken was not applicable for all the events. Corrective treatment: aspiration for event injection site joint effusion; using a cane and a walker for event gait disturbance; decided to put on a splint, and apply cold, for 20 minutes every 4 hours for infusion site joint warmth, injection site joint pain, injection site joint swelling, injection site joint inflammation, injection site joint erythema and joint range of motion decreased, not reported for rash macular. At time of reporting, the outcome not recovered for all the events. Seriousness criteria: disability for event gait disturbance and intervention required for event injection site joint effusion. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc-one. Batch number; unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on (B)(6) 2024 with summarized conclusion as no assessment possible additional information was received on (B)(6) 2024 from a patient: as reported term was updated to difficulty flexing her leg all the way/difficulty bending it; her knee is red/reddening of the skin; swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen; pain started when the weekend started; it started being very painful/it started to hurt; and her knee is heated/it was hot. Event were added-there were spots on my leg, on my thigh and on the side of my knee; and inflammation had gone on and on (left knee). Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2024 and on (B)(6) 2024 (processed together with a csd of (B)(6) 2024) from quality department. Ptc details and conclusion was added. Text amended accordingly. Additional information was received on (B)(6) 2024 from quality department. Ptc details and conclusion was added. Text amended accordingly

Event description:
Was having difficulty walking and is now using a cane and a walker [walking difficulty] a puncture of 20ml of liquid [injection site joint effusion] ([arthrocentesis]) difficulty flexing her leg all the way/difficulty bending it [joint range of motion decreased] there were spots on my leg, on my thigh and on the side of my knee [spot-like rash] her knee is red/reddening of the skin [injection site joint redness] inflammation had gone on and on (left knee) [injection site joint inflammation] swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen [injection site joint swelling] pain started when the weekend started; it started being very painful/it started to hurt [injection site joint pain] her knee is heated/it was hot [infusion site joint warmth] case narrative: initial information was received on 28-may-2024 regarding an unsolicited valid serious case from a patient. This case is linked to (B)(6). (Multiple devices suspect for same patient) and (B)(6) (cluster). This case involves a 41 years old female patient who was having difficulty walking and is now using a cane and a walker, a puncture of 20ml of liquid, difficulty flexing her leg all the way/difficulty bending it, there were spots on my leg, on my thigh and on the side of my knee, her knee is red/reddening of the skin, inflammation had gone on and on (left knee), swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen, pain started when the weekend started; it started being very painful/it started to hurt and her knee is heated/it was hot while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s), concomitant disease, risk factors and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular route for osteoarthritis. This was her third time using the product. Reportedly, the patient had complications following the injection and also heard of other patients who had swelling and extreme pain. On (B)(6) 2024, after latency of 4 days, when the weekend started, the swelling (injection site joint swelling) and pain (injection site joint pain) started, and it started being very painful on the (B)(6) 2024. On the following tuesday (B)(6) 2024), after latency of 7 days, the patient had a reddening of the skin (injection site joint erythema), then it started to hurt (injection site joint pain), and there were spots on her leg, on her thigh and on the side of her knee (rash macular). By the (B)(6) 2024, after latency of 7 days, she was having difficulty walking (gait disturbance) and was now using a cane and a walker. On an unknown date in (B)(6) 2024, after latency of few days, the inflammation had gone on and on (injection site joint inflammation) and she had stopped working since last week, since her knee was swollen (injection site joint swelling), red (injection site joint erythema), heated (infusion site joint warmth), painful (injection site joint pain) (which diminished but was still present) and she was having difficulty flexing her leg all the way (joint range of motion decreased). On (B)(6) 2024 (the following wednesday), patient went back to see the orthopedist, who gave her an injection, so a week and a day after, he decided to put on a splint, and apply cold, for 20 minutes every 4 hours. After that, he said that patient (she) should go to the ER (emergency room) if she had a real fever or something, or else go to the clinic. If the inflammation then continued or increased, to return to the hospital's orthopedic clinic, which she did on friday of last week (B)(6) 2024). They did a puncture of 20ml of liquid (injection site joint effusion) (aspiration joint) to check her fluid to see if everything was ok, and if there were any bacteria, but some fluid was left as another syringe was required to be used and patient did not want to continue. They also took a blood sample to make sure it wasn't bacterial. She was waiting for blood test results as well as another puncture of liquid. So far, it did not seem to be bacterial. Patient did not have the final results, but the first ones were out; there was really no bacteria at the moment, but it was not finalized yet. She was worried being both the hcp (health care professional, who gave him injection and when patient saw him on (B)(6) 2024), and the nurse at the hospital said that she was not the first patient to whom this had happened recently, there were others (2-3 patients) to whom this happened recently as well. She said that this was the third time getting the injection and that she usually did not have problems. In the past, she had some swelling but not more than that. The patient was worried that if she had stumbled on a bad batch. She was going to see her doctor again, and if there was no bacteria present, then he was going to do another puncture, and he was going to empty the knee a little because it was very, very, very swollen (injection site joint swelling) and it was hot (infusion site joint warmth). She had difficulty bending it (joint range of motion decreased). She mentioned that her knee looked like a big balloon about to burst (injection site joint swelling) (unknown batch number and expiry date for all events). She needed a cane or walker to get around. This was her life now. She was off work at the moment. Next friday (B)(6) 2024), the doctor would drain off some more liquid, but if that will be affecting the injection. She imagined doctor would be drawing liquid from it. Normally, one injection was enough to last 11 months. Patient would be meeting the microbiologist on (B)(6) 2024. Information on batch number and expiry date corresponding to the one at time of events occurrence was requested. Action taken was not applicable for all the events. Corrective treatment: aspiration for event injection site joint effusion; using a cane and a walker for event gait disturbance; decided to put on a splint, and apply cold, for 20 minutes every 4 hours for infusion site joint warmth, injection site joint pain, injection site joint swelling, injection site joint inflammation, injection site joint erythema and joint range of motion decreased, not reported for rash macular. At time of reporting, the outcome not recovered for all the events. Seriousness criteria: disability for event gait disturbance and intervention required for event injection site joint effusion. A product technical complaint (ptc) was initiated on 28-may-2024 for synvisc-one. Batch number; unknown global ptc number: complaint (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 15-jul-2024 with summarized conclusion as no assessment possible additional information was received on 28-may-2024 from a patient: as reported term was updated to difficulty flexing her leg all the way/difficulty bending it; her knee is red/reddening of the skin; swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen; pain started when the weekend started; it started being very painful/it started to hurt; and her knee is heated/it was hot. Event were added-there were spots on my leg, on my thigh and on the side of my knee; and inflammation had gone on and on (left knee). Clinical course was updated. Text was amended accordingly. Additional information was received on 12-jul-2024 and on 17-jul-2024 (processed together with a csd of 12-jul-2024) from quality department. Ptc details and conclusion was added. Text amended accordingly. Additional information was received on 15-jul-2024 from quality department. Ptc details and conclusion was added. Text amended accordingly. Based on data previously received, the following information has been amended: imdrf annexure c code updated from c24 - malfunction observed without conclusive finding instead of c20-no findings available.

Event description:
Was having difficulty walking and is now using a cane and a walker [walking difficulty]. A puncture of 20ml of liquid [injection site joint effusion] ([arthrocentesis]). Difficulty flexing her leg all the way/difficulty bending it [joint range of motion decreased]. There were spots on my leg, on my thigh and on the side of my knee [spot-like rash]. Her knee is red/reddening of the skin [injection site joint redness]. Inflammation had gone on and on (left knee) [injection site joint inflammation]. Swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen [injection site joint swelling]. Pain started when the weekend started; it started being very painful/it started to hurt [injection site joint pain]. Her knee is heated/it was hot [infusion site joint warmth]. Case narrative: initial information was received on 28-may-2024 regarding an unsolicited valid serious case from a patient. This case is linked to case (B)(4) (multiple devices suspect of same patient) and (B)(4) (cluster). This case involves a 41 years old female patient who was having difficulty walking and is now using a cane and a walker, a puncture of 20ml of liquid, difficulty flexing her leg all the way/difficulty bending it, there were spots on my leg, on my thigh and on the side of my knee, her knee is red/reddening of the skin, inflammation had gone on and on (left knee), swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen, pain started when the weekend started; it started being very painful/it started to hurt and her knee is heated/it was hot while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s), concomitant disease, risk factors and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee of strength 48 mg/6ml at a dose of 6 ml 1x (once) via intra-articular route for osteoarthritis. This was her third time using the product. Reportedly, the patient had complications following the injection and also heard of other patients who had swelling and extreme pain. On (B)(6) 2024, after latency of 4 days, when the weekend started, the swelling (injection site joint swelling) and pain (injection site joint pain) started, and it started being very painful on the (B)(6) 2024. On the following tuesday ((B)(6) 2024), after latency of 7 days, the patient had a reddening of the skin (injection site joint erythema), then it started to hurt (injection site joint pain), and there were spots on her leg, on her thigh and on the side of her knee (rash macular). By the (B)(6) 2024, after latency of 7 days, she was having difficulty walking (gait disturbance) and was now using a cane and a walker. On an unknown date in (B)(6) 2024, after latency of few days, the inflammation had gone on and on (injection site joint inflammation) and she had stopped working since last week, since her knee was swollen (injection site joint swelling), red (injection site joint erythema), heated (infusion site joint warmth), painful (injection site joint pain) (which diminished but was still present) and she was having difficulty flexing her leg all the way (joint range of motion decreased). On (B)(6) 2024 (the following wednesday), patient went back to see the orthopedist, who gave her an injection, so a week and a day after, he decided to put on a splint, and apply cold, for 20 minutes every 4 hours. After that, he said that patient (she) should go to the ER (emergency room) if she had a real fever or something, or else go to the clinic. If the inflammation then continued or increased, to return to the (B)(6), which she did on friday of last week ((B)(6) 2024). They did a puncture of 20ml of liquid (injection site joint effusion) (aspiration joint) to check her fluid to see if everything was ok, and if there were any bacteria, but some fluid was left as another syringe was required to be used and patient did not want to continue. They also took a blood sample to make sure it wasn't bacterial. She was waiting for blood test results as well as another puncture of liquid. So far, it did not seem to be bacterial. Patient did not have the final results, but the first ones were out; there was really no bacteria at the moment, but it was not finalized yet. She was worried being both the hcp (health care professional, who gave him injection and when patient saw him on (B)(6) 2024), and the nurse at the hospital said that she was not the first patient to whom this had happened recently, there were others (2-3 patients) to whom this happened recently as well. She said that this was the third time getting the injection and that she usually did not have problems. In the past, she had some swelling but not more than that. The patient was worried that if she had stumbled on a bad batch. She was going to see her doctor again, and if there was no bacteria present, then he was going to do another puncture, and he was going to empty the knee a little because it was very, very, very swollen (injection site joint swelling) and it was hot (infusion site joint warmth). She had difficulty bending it (joint range of motion decreased). She mentioned that her knee looked like a big balloon about to burst (injection site joint swelling) (unknown batch number and expiry date for all events). She needed a cane or walker to get around. This was her life now. She was off work at the moment. Next friday ((B)(6) 2024), the doctor would drain off some more liquid, but if that will be affecting the injection. She imagined doctor would be drawing liquid from it. Normally, one injection was enough to last 11 months. Patient would be meeting the microbiologist on (B)(6) 2024. Information on batch number and expiry date corresponding to the one at time of events occurrence was requested. Action taken was not applicable for all the events. Corrective treatment: aspiration for event injection site joint effusion; using a cane and a walker for event gait disturbance; decided to put on a splint, and apply cold, for 20 minutes every 4 hours for infusion site joint warmth, injection site joint pain, injection site joint swelling, injection site joint inflammation, injection site joint erythema and joint range of motion decreased, not reported for rash macular. At time of reporting, the outcome not recovered for all the events. Seriousness criteria: disability for event gait disturbance and intervention required for event injection site joint effusion. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc-one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on (B)(6) 2024 with summarized conclusion as no assessment possible. Additional information was received on 28-may-2024 from a patient: as reported term was updated to difficulty flexing her leg all the way/difficulty bending it; her knee is red/reddening of the skin; swelling started when the weekend started/knee is swollen/knee looks like a big balloon about to burst/very, very, very swollen; pain started when the weekend started; it started being very painful/it started to hurt; and her knee is heated/it was hot. Event were added-there were spots on my leg, on my thigh and on the side of my knee; and inflammation had gone on and on (left knee). Clinical course was updated. Text was amended accordingly. Additional information was received on 12-jul-2024 and on 17-jul-2024 (processed together with a csd of 12-jul-2024) from quality department. Ptc details and conclusion was added. Text amended accordingly.